Event description:
The initial reporter alleged generating a false reactive hepatitis c virus (hcv) result while using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the starlet 8ch.compl. W. Accessories instrument. The sample type was edta plasma. Initial testing of the sample on (B)(6) 2022 generated a reactive result for hcv with a cycle threshold (CT) value of 52.9. A repeat test was performed on the same instrument using a different tube, which generated non-reactive results for all targets. Serology testing for the sample was also negative. The sample was not associated with a blood donation and was taken from a dialysis patient for treatment purposes. No donations were made.

Manufacturer narrative:
The analysis was performed on a starlet 8ch. Compl. W. Accessories instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of the dataset indicated that the initial reactive result for hcv had a cycle threshold (CT) value of 52.9, which is near or below the assay's limit of detection (lod). Retesting of the sample using a different tube generated non-reactive results for all targets. Internal control (ic) values for both the initial and repeat tests were robust and within range, and no product issues were identified. The root cause was attributed to the sample's viral concentration being near or below the assay's lod, which may result in variable outcomes upon retesting.